Event description:
A male patient contacted lifecor customer support to report that he was receiving constant "check pad" messages, support replaced garments, but this did not correct the check pad" messages. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The reoccurring 'check pad" messages were due to a wire that was incompletely soldered in the distribution node of the front therapy electrodes. The root cause of the incompletely soldered wire is unknown, but is likely a manufacturing defect. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.